Manufacturer narrative:
(B)(4). The device was originally manufactured in 1996. The event history log review identified a system error (se) 2265 (resume therapy error), as well as several therapy errors (check patient line alarm and low drain volume alarms). No abnormalities were identified during internal and external inspections. During functional tests on the homechoice, it was noted that the pressure in the cassette door dropped below allowable specifications and therapy could not be resumed. The se 2265 found in the logs was verified during sample analysis. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same or similar to the reported problem and all specifications were met during previous service events. The cause of the se 2265 identified in the event logs was determined to be malfunctioning hardware. The pump tubing, manifold tubing, gasket membrane and pump were all scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified error had occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.